Manufacturer narrative:
D11 additional information: lot/serial number of concomitant product bi70000052 is: r05 lot/serial number of concomitant product bi30000153 is: 0008744571 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the panel assembly indicator and key switch was returned to the manufacturer for analysis. Panel assembly indicator passed bench test; normally closed and normally open switches passed continuity test and all led's illuminated. Key switch passed bench test; was attached to normally open switch. Continuity test passed. On and off functioned as expected. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi70000052, serial/lot #: unknown, ubd: , UDI#: (B)(4); product ID: bi30000153, serial/lot #: unknown, ubd: , UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The indicator panel assembly and key switch were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The imaging system was powered on in the morning and there was no issue with the operation check. When attempting to use in the procedure after a few hours, the system turned off. After turning the power on again, the reported issue resolved by long pressing the "m button". The system was then used to completed the procedure. , and the device was used in the operation. The issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome. It was noted the issue had occurred for 2 consecutive days.